Event description:
Boston scientific crm received info that one week post implant with this right atrial (ra) model lead, it became dislodged. During a revision procedure, it was successfully repositioned and displayed good lead measurements. To date, no adverse pt effects were reported.